Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the during insertion through a 2.75mm incision the lens began unfolding at wound and pushed itself out of the eye. The incision was enlarged to 3.0mm. The lens was removed and another lens was implanted. The patient was reported as "doing well." This report refers to the patient's right eye.

Manufacturer narrative:
The inserter was not returned; therefore, a product evaluation could not be performed. The lot number was not provided; therefore, the lot history review could not be performed. Based on the information received a definitive root cause could not be determined.